Manufacturer narrative:
This report is submitted may 29, 2017, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).